Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unknown reading issue that consisted of unspecified high and low readings was reported with the adc (abbott diabetes care) device. A customer received inaccurate sensor scan results and it's unknown whether a trend arrow was noted on the device. The customer experienced diabetic ketoacidosis (dka) followed by a loss of consciousness. The customer had contact with a healthcare professional (hcp) and was provided unspecified treatment. There was no report of death or permanent injury associated with this event.